Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 222 and 287 mg/dl; tests were performed back to back and customer did not use the proper back to back testing technique. The customer¿s expected pm fasting blood glucose test result range is 108-125 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (bathroom). The test strip lot manufacturer¿s expiration date is 12/22/2022 and open vial date is unknown. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: result 1: 222 mg/dl, date: (B)(6) 2022, time: 2:11 pm fasting. Result 2: 287 mg/dl, date: (B)(6) 2022, time: 2:14 pm fasting. Result 3: 125 mg/dl, date: (B)(6) 2022, time: 2:57 pm fasting. Result 4: 165 mg/dl, date: (B)(6) 2022, time: 2:38 pm fasting. Result 5: 116 mg/dl, date: (B)(6) 2022, time: 2:59 pm fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 08-jul-2022 to ensure that the initial concern was resolved - able to establish contact with customer who stated the initial concern had been resolved and the true track meter is working as intended.

Manufacturer narrative:
Sections with additional information as of 25-aug-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage.